Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the cause was a defective cable due to user handling which led to communication failure.

Manufacturer narrative:
The device was returned for evaluation, upon return of the device, the reported event was confirmed for a color bar on the screen due to faulty cable. Additionally, the rear cover label was faded, and the rear cover packing was chipped. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the 4k autoclavable camera head was unable to produce image and the camera will not connect. There was no harm or user injury reported due to the event.